Manufacturer narrative:
Phone: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lithotripsy of upper ureter calculi a ntrap stone entrapment and extraction device became stuck in the open position. The user removed the handle before the initial use. The basket was able to be opened successfully the first time, but then became stuck in the open position during the second pass. Another new device from the same lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, during a lithotripsy of upper ureter calculi a ntrap stone entrapment and extraction device became stuck in the open position. The user removed the handle before the initial use. The basket was able to be opened successfully the first time, but then became stuck in the open position during the second pass. Another new device from the same lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The basket wire and basket sheath were returned. No other components were returned. The basket sheath was not able to be slid over the basket wire. Given the event description, it appears that the basket sheath slid completely over the basket end. It's possible that the friction from the basket wires wanting to expand is what is preventing the sheath from sliding off the basket and allowing it to expand. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: if resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Do not exert excessive force on the device. Due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Enclose device is sheath before removing from tray/holder. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Only the basket and sheath assembly were returned. The provided information stated the handle was removed by the user before use. A functional test confirmed that the basket was closed and could not be opened. It is possible that without the handle, the basket was retracted too far into the sheath, preventing the basket from being extended. The device was not designed or tested without the handle attached. Based on the known information, the most likely cause for the issue is user error in removing the device handle. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.